Manufacturer narrative:
Additional information was received that the event has been resolved.

Manufacturer narrative:
Additional suspect medical device component involved in the event: model #: sc-2352-50, serial #: (B)(4), description: linear 3-4 lead, 50cm.

Event description:
A report was received that the patient had a lump that appeared on her back where the midline scar was. The patient was experiencing extreme pain and a felt constant stinging sensation. The physician assessed that it was a procedure related granuloma. The patient underwent a procedure wherein the physician removed the granuloma, and noted a small amount of pus from the wound. The physician cleaned the area and then administered antibiotics as a preventative measure.

Event description:
A report was received that the patient had a lump that appeared on her back where the midline scar was. The patient was experiencing extreme pain and a felt constant stinging sensation. The physician assessed that it was a procedure related granuloma. The patient underwent a procedure wherein the physician removed the granuloma, and noted a small amount of pus from the wound. The physician cleaned the area and then administered antibiotics as a preventative measure.